Event description:
The article, "decision-making in valve reintervention: redo¿transcatheter aortic valve replacement vs. Explant surgery", was reviewed. The article presented a retrospective, single center study to identify clinical and procedural factors guiding treatment decisions of redo transcatheter aortic valve replacement (tavr) versus surgical explant in patients with failing transcatheter heart valves. Devices included in the study were corevalve, evolut r, evolut fx, sapien, sapien xt, sapien 3, sapien 3 ultra, lotus, lotus edge, and portico. The article concluded that among patients undergoing reintervention after tavr, treatment was evenly split between redo tavr and explant, underscoring the importance of lifetime planning at initial tavr. This analysis showed the two groups represent inherently different patient populations and highlights the need for randomized trials to define optimal treatment pathways. [(B)(6)]. The time frame of the study was from january 2015 to june 2024. A total of 47 patients were involved in the study, of which 1 (2.1%) received an abbott device. The average age was 77 years and the gender majority was male. Comorbidities included in the study were hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, atrial fibrillation/flutter, coronary artery disease, cerebrovascular accident, transient ischemic attack, peripheral artery disease, and prior pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, atrial fibrillation/flutter, coronary artery disease, cerebrovascular accident, transient ischemic attack, peripheral artery disease, and prior pacemaker. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation, and paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: decision-making in valve reintervention: redo¿transcatheter aortic valve replacement vs. Explant surgery.